Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a veterinary procedure (information of case date or type was not provided), the device screen froze and could not be reset by the team forcing them to abandon the procedure. The animal patient was then moved to a nearby facility for treatment. No further information was provided.